Event description:
It was reported during an initial implant procedure that the right ventricular (rv) lead had high pacing impedance. The rv lead was not installed and a new rv lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies.